Event description:
Approx two months after valve implantation, the pt returned to the hosp with intracranial hypertension symptoms. An investigation revealed the presence of a new ventricular dilation. The surgeon tried unsuccessfully to reprogram the valve and then decided to explant the device. It is reported that the pt experienced a temporary clinical worsening.